Manufacturer narrative:
The customer reported the illumination from the system had flickered. The company service representative examined the system but was unable to replicate any issue related to the reported illumination flickering. Unrelated to the reported event, the company service representative replaced the pneumatics module as a preventative measure for the customers concern of vitreous cutter functionality. The system was then tested and met all product specifications. The system was manufactured on october 21, 2008. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the illuminator flickered on a system. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.